Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement around 138 ohms during a routine check. Data analysis was performed and boston scientific technical services consultant indicated that the high out of range shock impedance occurred two months after post implant. This device was reprogrammed to have the shock impedance at a higher limit setting. The patient will continue their routine follow up. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.